Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the leaflet damage and respiratory failure requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The ntw clip delivery system (cds)(lot 10728r210) was advanced to the mitral valve. Grasping was difficult as the posterior leaflet would either not be grasped after the grippers were lowered or would slip out of the clip. Independent grasping allowed for a successful grab of the posterior leaflet. When assessing the grasp at 60degrees and fully closed, medial and lateral jets were observed on either side of the clip. The physician decided to release the clip and reposition more medial. Again, there was difficulty grasping the leaflets simultaneously and independently and no successful grasp could be achieved. It was decided to release the clip and return to the original position. After several attempts, a successful grasp was achieved and the clip implanted. As the released clip was being investigated, mr suddenly increased drastically and it was determined that the posterior leaflet had torn. An ntw (lot 10728r208) was selected with the intention of placing it medial to the first clip. Imaging of the leaflets was very difficult, particularly the anterior leaflet. The clip was aligned in the left atrium (la) and lowered closed under the valve. There was no apparent interaction with the first clip during this maneuver. The physician attempted to grasp the leaflets repeatedly, finally achieving a grasp using independent grasping. There was approximately 3-4mm of posterior leaflet outside of the closed clip. The physician chose to leave the clip as is given the numerous attempts, difficulty achieving a grasp and determining that achieving a better grasp would not be possible. The clip was implanted, reducing mr to 2-3. The patient went into respiratory arrest a few hours after the procedure and needed to be re-intubated. It was assumed that the lengthy procedure (3.5h) probably contributed to the respiratory arrest. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. Based on available information, the reported difficult or delayed positioning is due to patient anatomy. The reported tissue damage is a cascading event of the difficult or delayed positioning. The respiratory failure was due to long procedural conditions (long procedure). The reported tissue injury and respiratory failure as listed in the mitraclip system instructions for use (IFU) are known possible complications associated with mitraclip procedures. The reported delay in therapy, hospitalization, and medical intervention is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.